Event description:
It was reported that patient experienced inadequate stimulation and difficulty charging the ipg. It was also noted that the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.